Manufacturer narrative:
(B)(4). Internal insulation abrasion was found at 51cm to 53.5cm from the connector pin under the rv shock coil. The insulation abrasion breached the sensing lumen with an abrasion noted on both etfe cable coatings. This is consistent with the observation from the field of noise when the lead was in contact with the rv shock coil.

Event description:
It was reported that several episodes of non sustained oversensing was observed and lead damage was suspected. The lead was replaced. Patient condition was good both before and after the procedure. No adverse consequences.